Event description:
It was reported that the patient underwent an explant of an intraocular lens (iol) due to incorrect size. In addition, it was stated that an incision enlargement was made. No patient injury was reported. No additional information was made available.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.